Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. The post market surveillance department requested patient medical records and treatment data related to this adverse event; however, the user facility declined to provide this information without a signed release from the patient. As the patient has expired, no medical records or treatment data will be made available.

Event description:
A biomedical technician (bmt) from the user facility called in to technical support to request field service on a 2008t hemodialysis (hd) machine following a hd treatment in which a patient expired while undergoing therapy. No alarms were generated, and no issues were alleged, identified, or observed during the hd treatment. Following the event, the unit was pulled from service for evaluation. The bmt performed functional testing and a visual analysis; no issues were identified. Additionally, the bmt confirmed that the system passed all pre-treatment checks. An issue was identified with the speaker, but is not considered associated with or a factor in the occurrence of the adverse event. A replacement speaker has been ordered. Additional follow-up was performed with the facility's patient care director (pcd). According to the pcd, the patient with end stage renal disease (esrd) arrived to treatment at the user facility with what was noted as "a poor prognosis," but then declined to provide any further patient details related to pre-existing conditions. The pcd indicated that the patient's blood pressure dropped "and crashed" during the treatment. At that time, the patient's blood within the extracorporeal circuit was returned, and then the staff began cardiopulmonary resuscitation (CPR) efforts. These efforts were discontinued after the patient's family "signed off" on a do not resuscitate (dnr) order. The pcd declined to give any further treatment details. A fresenius res performed an on-site evaluation of the unit. Functional testing performed by the res confirmed the unit was operating properly. No malfunctions of the 2008t hd machine observed or identified during the on-site evaluation. The pcd stated the unit remains out of service pending a report by the fresenius regional equipment specialist (res) documenting the on-site evaluation performed on the unit. Follow-up information was provided which revealed that there were no issues with the fresenius acid concentrate used for the hd treatment. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation. The user facility confirmed that the dialyzer, bloodline, and bicarb concentrate were non-fresenius medical care manufactured products.

Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Follow-up information, provided by the user facility, revealed that no issues were observed with the acid concentrate in-use during the patient's hemodialysis (hd) treatment. Furthermore, the user facility revealed that the bicarb product used along with the naturalyte acid concentrate product to prepare the final dialysate, was not a fresenius manufactured product. The hd machine operator's manual contains general warning statements regarding the use of a hd machine and selection of compatible concentrates and configurations. If alternative liquid bicarbonate concentrate sources are used, the end user must ensure the bicarbonate is of appropriate quality and is prepared per the manufacturer's instructions. Bicarbonate and acid concentrates intended for other dialysate delivery machines will deliver safe dialysate solution only if the hemodialysis machine is set up for them. The selection of other dialysate concentrate types must be done by a qualified, authorized person. As indicated on the naturalyte acid concentrate label " the acid concentrate product is for use as one component in mixing dialysate bath. This product contains acetic acid and, after mixing, yields 4 millequivalents per liter of acetate in the dialysate." Additional guidance for use requires operators to check conductivity and ph of dialyzing fluid before starting treatment and each time solution is added. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte acid concentrate products shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. The manufacturing of liquid acid bottle products consists of a bulk batching process in which product is metered into a standard one (1) gallon poly jug. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.